Manufacturer narrative:
B5 narrative info. H2 codes updated . No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient's hypertension was addressed but they continued to have low flow alarms. Patient was lightheaded and had to change positions from supine to upright which helped resolve the alarm.

Event description:
It was reported that the patient was having low flows and log files were submitted for review which captured a few low flow events on (B)(6)2024 between 0134 and 0311 with the flow noted as low as 2.3 liters per minute (lpm). It was noted that the patient did not have any symptoms during the low flows and the low flows had continued resulting in the patient getting a low flow system controller upgrade on (B)(6)2024. Low flow alarm threshold (lfat) requested and scheduled for low flows. Patient had acute kidney injury (aki) and could not tolerate computed tomographic angiography (cta) to rule out external outflow graft obstruction (eogo) at this time. No right heart failure (rvf) was reported. Left ventricular end-diastolic diameter (lvedd) was 5.6cm

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device. Problem code corrected. Section h6: health effect - clinical code - 4882 - kidney injury. Manufacturer¿s investigation conclusion: review of the submitted log files confirmed low flow alarms. A specific cause for the alarms and a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported renal dysfunction and hypertension could not be conclusively determined through this evaluation. The submitted controller event log file contained data from (B)(6)2024. Flow typically ranged from 3.1-4.0 liters per minute (lpm). Transient low flow events were captured between 01:34:18 and 03:11:56 on (B)(6)2024, multiple resulting in low flow alarms. During these low flow events, flow was captured at 2.3-2.4 lpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including renal dysfunction and hypertension. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.